Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd syringe¿ 30ml s/t w/o shld ns were missing the inner label. This occurred on 27 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe¿ 30ml s/t w/o shld ns were missing the inner label. This occurred on 27 separate occasions. No serious injury or medical intervention was reported.